Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed pressure transducer test during pre-use check . The air gas module and the expiratory channel printed circuit board (pcb) were found defective and need to be replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).